Event description:
Device was received for routine repair. During repair, sticky residue was coincidentally noted in the pump chamber, causing some resistance on the primary occluder finger. Visual inspection while motor moved to "home" position confirmed the occluder fingers were not stuck. Internal inspection showed corrosion due to fluid ingress on rear case, bezel assembly and camshaft assembly. Data suggests this is likely an electrolyte solution such as saline. Contamination of sticky residue was noted an occluder fingers, bezel assembly and interior of membrane frame assembly. Data suggests this is likely a sugar solution such as glucose. The device was slightly out of +/- 5% specification for rate accuracy with result of -5.386%. Root cause of sticky residue identified as fluid ingress.